Event description:
Filter placed thirteen days prior to attempted relocation. When attempting to move the filter, the physician snared the device, partially resheathed it, went to deploy. Did not keep the filter captured with the snare before releasing and determining if the legs were opened. Apparently the legs crossed or failed to open due to either "endotheolization" or blood clots sticking the legs together. The filter migrated and ended up in the right atrium. Filter was unable to be removed in radiology. Patient sent to surgery for removal of the filter. During surgery it was discovered that the filter had perforated the right atrial wall. The surgeon repaired the damage and the filter was removed.